Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device, via 7fr sheath, after a percutaneous transluminal angioplasty procedure. Reportedly, the foot plate could not be retracted. The proglide device was re-advanced and the footplate could still not be retracted. The device was twisted and manipulated causing the foot to break and guide to separate. The actuator wire was still intact. A nick and spread was done to widen the access site and remove the proglide device. The foot did not remain in the patient anatomy. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported foot and guide detachments were confirmed. The foot retraction issue could not be tested due to the condition of the returned device. Entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.